Event description:
Incident as reported: lapchole - "the clip didn't clip well and slipped (6 ea), and the clip sometimes didn't fully close and kept an eye gap." Patient status: a leakage happen from the biliary duct, after the case was done. The patient is fine, (B)(6) 2011.

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report will be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed.